Manufacturer narrative:
At the time of this report, the affected device has not been received yet. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause of the reported event cannot be ascertained from the information provided, but once the device is received and investigated and the result of the investigation is made available, an updated report will be submitted. Zimmer reference number (B)(4).

Event description:
It was reported that during surgery, after implanting / screwing 8 screws, the head of the hexagonal screw driver broke. The broke piece was stuck in the set screw. The surgery was prolonged between 15-30 minutes but no harm came upon the patient.